Event description:
The customer reported the unicel dxc 600i access clinical system had reagent probe b leak. The leak was contained to the instrument. No erroneous results generated. No exposure reported. Customer was wearing gloves, laboratory coat, and glasses. The reagent probe b leak was an ongoing issue for this customer. There were 3 events related to this reagent probe b leak. This MDR addresses the event on (B)(6) 2015. Please refer to: MDR 2050012-2015-00126 for event on (B)(6) 2015. MDR 2050012-2015-00135 for event on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the reagent probe b leak was the collar wash valve. Fse resolved the leak by replacing the valve. (B)(4).